Event description:
It was reported that multiple episodes of non-sustained ventricular oversensing were observed via remote transmission. Review of the episodes showed that ventricular sensed events were occurring right after atrial paced events. Further testing found that pacing in vvi mode resulted in atrial capture. Imaging indicated that the lead had dislodged. The system was explanted and the patient was downgraded to a pacemaker.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.